Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was between 445 mg/dl. The customer stated that sensor readings were way off , the customer ate and the blood glucose level got raised upto 445 mg/dl. It was also stated that the sensor was not adhering and it was bent. The insulin pump will not be returned for analysis.